Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure the haptics was torn into the cartridge during the iol loading. The lower haptics calmly bent, and the upper one, right at the edge of the haptics and optics, smoothly separated. The surgery was completed with the company lens. There was no patient contact and no patient harm.